Event description:
A filter did not appear open completely following deployment via a jugular approach. An attempt to retrieve the filter with the carrier system was unsuccessful. The filter migrated cephalad to pulmonary artery. The pt was transferred to another facility where another filter was successfully placed two days later. Surgical retrieval of the migrated filter was performed four days post placement for respiratory distress due to pneumothorax. Successful recovery was reported and the pt has since been discharged to home. This device has been destroyed by the user facility. Therefore, no failure analysis will be available. It was indicated a CT scan pre-placement indicated thrombus in the right iliac. Pre-placement cavogram was not performed prior to filter placement and neither continual or intermittent flushing of the carrier system during the implant procedure was performed. These factors may have contributed to this event. Directions for use state: "an inferior vena cavogram must be performed prior to vena cava filter insertion. This procedure determines caval patency and diameter and is used to evaluate the inferior vena cava for the presence of thrombus and congenital anomalies... Do not attempt to move or maniplate an engaged filter... In most cases, a second filter, properly placed, should be implanted for protection against recurrent pt... The introducer catheter must be flushed through flush port by frequent injection or continuous infusion of sterile heparinized saline during implant procedure... Insufficient flushing can allow thrombus formation inside vena cava filter which can bind legs and prevent complete opening upon release."